Event description:
Information received indicates while performing preventive maintenance the bed had a high ground resistance reading.

Event description:
A vns patient indicated that she felt that her vns device was nearing end of service as she was no longer able to perceive stimulation and no longer experiencing any voice alteration events. The patient added that her treating vns therapy physician had been unable to establish communication with her generator and that she had recently been admitted to a hospital for suicidal ideations. Good faith attempts for additional information have been unsuccessful to date.

Event description:
The facility representative reported flogard infusion pump with a "failure 73" discovered during patient use. The patient is a canine who was undergoing fluid therapy with a lactated ringer's solution (manufacturer unknown). Soon after therapy was initiated, failure code f73 appeared on the display. The patient therapy was discontinued with this pump and was continued on a different pump. The patient was not injured and did not require medical intervention. Pump was taken out of service and returned to baxter for evaluation. Reporter stated pump was purchased used from a hospital. The canine patient is doing well.

Manufacturer narrative:
(B) (4)the pump was received by baxter and is in the process of being evaluated. A follow-up MDR will be submitted upon completion of the evaluation.

Manufacturer narrative:
Correction: an expiration date for this device was erroneously listed on the initial medwatch. This expiration date was removed.

Manufacturer narrative:
(B) (4) the device was received by baxter service and was evaluated by a baxter technician. Visual and functional testing were performed. The reported failure of f-73 with interruption of patient therapy was not confirmed and could not be reproduced. During the evaluation, failure f-37 was discovered. The device was operating within specifications. The device was returned to the customer.